Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Adverse event/product problem updated from product problem to adverse event, type of reportable event updated from malfunction to serious injury, patient code 2199 and 4003 were removed.

Event description:
Additional information provided indicates that the supera stents did not migrate, they remained deployed in their original position; however, within 24 hours they were occluded with thrombosis. The patient underwent bypass surgery. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Date of event: estimated dates. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. The additional supera stent referenced is being filed under a separate medwatch report.

Event description:
It was reported that two unspecified supera stents were deployed; however, they migrated a couple of days post-deployment. No additional information was provided.